Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap nephrectomy procedure, the blade tip broke. A part fell into the pt but was removed with forceps. Used a new instrument to complete the procedure. There was no pt consequence.